Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The download data reported an 0x31 alarm. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had rose above 300 mg/dl. In addition the patient reports the pod infusion site was irritated and swollen.